Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported vis phone call that they had first degree burn because of insulin pump. Customer blood glucose level was 215 mg/dl. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.